Event description:
Light blue bd vacutainer citrate tubes for blood draw are over filling. It should pull only 2.7 ml blood into the tube, but it is filling the tube up completely. This dilutes the citrate additive in the blood tube creating a safety issue. Tubes from lot #s 4157065, 4198287, and 4222852 are also overfilling.